Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the presence of foreign material in the air/water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair technician indicated that the presence of foreign material in the air water channel. There was no patient involvement.